Event description:
It was reported that bd needle eclipse 27x1/2 leaked it was reported by customer that it leaked from the base of the needle (not the leur lock). Verbatim: did you save the needle? Yes, it is at the charge rn desk in a biohazard bag was that on a texium syringe? I think so ¿ the mint green with white base. Did it leak from where the needle goes into the hub? It leaked from the base of the needle (not the leur lock). How big was the spill? 1 ml (ish). Everyone ok? Yes. Do you have the uo number? I do not have the uo number. Lot number 4187635 / (B)(4). The picture contains the packaging for the eclipse needle used including the lot numbers, manufacture date, exp date.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the photos and sample submitted for evaluation. The reported issue of leakage other was not confirmed upon inspection of the samples. Analysis of the samples showed no damages or defects. The samples were subjected to a hub leak test and the sample passed with no abnormalities observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.